Event description:
Upon order to remove indwelling catheter 12fr, upon removing the salinized balloon, by gravity (did not pull the syringe and let the device extract the saline on its own), noticed/felt blockage from the bladder to the ureter and cannot extract the catheter. Waited for 3 minutes. Tried circular motion to avoid trauma on the ureter to no avail. Waited for a few more minutes and decided to add sterile jelly/lube and did the circular motion. It eventually got out but inspected the catheter and it had an "umbrella like" feature by the balloon area.